Event description:
Customer reported he was doing a complete set change on the insulin pump. Customer stated instead of rewinding, he accidently gave himself a bolus and now the device was stuck at the screen saying bolus delivery 0.0. Troubleshooting was performed for prime rewind. Customer's blood glucose was 250 mg/dl. Customer was advised to hold act button until series of beeps occurred, customer stated it did not occur. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.